Manufacturer narrative:
The reticulocyte control issue and the unfurled electrode issue were not related. To resolve the unfurled electrode issue, the fse replaced the wbc bath. To resolve the reticulocyte control issue, the fse replaced the median angle light scatter sensor, multi-transducer module laser, and flow cell. (B)(4).

Event description:
The customer reported a reticulocyte control issue on a unicel dxh 800 coulter cellular analysis system. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. While on site to investigate, the fse found the electrode of the white blood cell (wbc) bath to be unfurled. There were no erroneous results reported out of the laboratory as a result of the electrode issue.